Event description:
It was reported that during a service visit performed by a getinge service territory manager (stm), the ground pin on the ac power cord plug for the cardiosave intra-aortic balloon pump (iabp) had snapped off. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
The getinge stm performing the service replaced the power cord reel to correct the issue. Subsequently, the completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The initial reporter is a getinge employee. (B)(6).

Event description:
It was reported that during a service visit performed by a getinge service territory manager (stm), the ground pin on the ac power cord plug for the cardiosave intra-aortic balloon pump (iabp) had snapped off. There was no patient involved and no adverse event was reported.